Event description:
Voluntary medwatch received reported: received a call end of december 24 to update firmware on my tslim pump. Updated firmware per tandem's request. Battery now dies very quickly. Pump died overnight, didn't realize it was dead/off, resulting in no insulin for 24 hours.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related MDR report # mw5168029.